Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 451 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 451 mg/dl. The 41 mg/dl is a control test. Caller states there were no more test strips and could not run the back to back blood test.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 451 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 09/15/2016. The meter memory was reviewed for previous test result history: 41mg/dl 09/15/2016 07:01 pm fasting:no, 432mg/dl 09/15/2016 06:56 pm fasting:yes, 428mg/dl 09/15/2016 01:39 pm fasting:yes, 451mg/dl 09/15/2016 03:50pm fasting:yes, undisclosed. Memory concerns:451mg/dl. The 41 mg/dl is a control test. Caller states there were no more test strips and could not run the back to back blood test.